Event description:
Customer reported tacrolimus was found infusing at 8 ml/hour instead of the intended 4 ml/hour. Stated the medication was started at 4 ml/hour on (B)(6) 2011 at 16:30 pm. When the medication bag was replaced on (B)(6) 2011 at 06:51 am, the nurse noted the infusion rate was 8 ml/hour. Customer requested on event log review to determine when the infusion rate was changed to 8 ml/hour. No pt harm reported and no medical intervention required. Although requested, no additional pt or event information provided.

Manufacturer narrative:
(B)(4). The event logs have been received and the evaluation is pending. A follow up report will be submitted once the failure investigation has been completed.